Manufacturer narrative:
Investigation summary: the event rep. Is not addressed in the device labeling. A malfunction did occur. This reportable MDR event was investigated as part of an ongoing study of the axsym system by co into the causative reason for malfunctions. Results of the investigation yielded a number of system enhancements implemented on customer units. Improvements included axsym system software version 3.0 with enhanced algorithm for fluid detection, new buffer tubing and seal fittings which reduced bubbles forming in tubing lines, modifications to the liquid level sense board to decrease sensitivity of the instrument to electrostatic discharge, and packaging modifications for added protection to probes. In addition, co has emphasized to co's customers that correct operating procedures must be followed to ensure optimal performance of the axsym system. Areas that were emphasized included probe crash recovery procedure, recommended tube sizes and types, opening reagent bottle 4, proper loading/unloading of reagent packs, and ensuring proper sample and reagent handling. This is the final report.

Event description:
On 1/24/97, the account reported an erratic digoxin result, that was run on the analyzer. According to the account the digoxin result of 4.8 ng/ml was reported to the physician, but not acted upon before the pt expired. Pt sample was serum and run in the primary tube. Sample was clotted, but appeared hemolyzed with some red cells in suspension. Sample was initially run straight and gave >4.0 ng/ml. Sample was diluted 1:4 and gave 0.63 ng/ml (final result not indicated by account). Account then manually diluted the sample 1:2 with the a calibrator, received 2.4 ng/ml, and reported a result of 4.8 ng/ml. After receiving the erratic results, account replaced the sampling and processing probes. Sample was retested on 1/27/97, after the reported result was questioned, and results of 0.89/0.83/0.86 ng/ml were received. On 2/6/97, a field service rep (fsr) visited the account to evaluate the analyzer and found a leaky, pump-connector-fitting, for the tab wash, and a squeaky syringe assembly with a torn piece of the seal at the base of the syringe head.